Event description:
A report was received via social media that the patients device was out of place and was causing intense pain. It was also noted that the device was embedding into the muscle. The patient underwent an explant procedure.